Event description:
The complaint was reported as: the humidifier elbow connector does not stay closed. No report of pt injury.

Manufacturer narrative:
A photo of catalog # 1619 was rec'd for analysis. It was inspected visually and the reported defect could not be detected in the picture. For catalog # 1619 the assembly process and mfg procedure were reviewed and no findings that can relate to the reported issue were found. The DHR (device history record) review of lot# 02k1101893 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to specifications. The customer complaint was not confirmed due to the lack of product sample. If the product sample becomes available this complaint will be reopened.